Event description:
It was reported that during a selenia dimensions procedure on november 25th 2022 during the procedure the c-arm did not stop at the detent position and kept moving. No patient injury. The equipment was examined by a field engineer and it new switch banks were replaced and after the troubleshooting measures the system met the manufacturer´s specifications. No other information is available.